Event description:
Nurse went to apply j-tip. States she applied j-tip appropriately and the lidocaine sprayed at least 12 inches and splashed her in both eyes. Nurse was seen in associate health department. No negative sequelae noted to date from splash injury.